Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed.

Event description:
Reportedly, on (B)(6) 2025, the smartview connect is unable to update its application since april. It is downloading the new version package every day, but it always fails to install it. This leads to significant data overcharge fees. Famoco portal or back office could not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device permit to reproduce the reported event. The smartview connect application does not work and the error message "fms agent has stopped". Review of the event log did not permit to find any causes for the reported event. The most probable hypothesis is that an issue occured with famoco portal or with hardware component. The main origin could not be established with certainty. This case is retained and utilized for trend purposes. MDR correction: product update - smartview connect replaced by smartview connect app according to investigation results.

Event description:
Reportedly, on (B)(6) 2025, the smartview connect is unable to update its application since april. It is downloading the new version package every day, but it always fails to install it. This leads to significant data overcharge fees. Famoco portal or back office could not resolve the issue.